Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to detect the attached electrodes. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file shows that the device recognized the onestep CPR complete electrodes were connected 10 times in 9 seconds. The issue could have been user related or with the electrodes themselves. However, without receipt of the device, cables, and pads root cause evaluation could not be performed. Analysis of reports of this type has not identified an increase in trend.